Event description:
It was reported that the pt started having to go to the restroom more frequently at night sometime in the middle of august. The pt felt the device was working because she knew she had to go to he bathroom and was not leaking. The pt stated that when she did get up during the night she was able to urinate. She did not catheterize herself. The pt felt the stimulator was working, but got better symptom relief before (B)(6) 2011 when the frequency issues started. It also reported that the pt struggled with urinary tract infections prior to implant and post implant, but had a clean culture in (B)(6). He pt had a sonogram of her bladder sometime in the few weeks preceding (B)(6) 2011 and "that was ok." The pt had a (B)(4) study done which determined she was only emptying half her bladder. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).